Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging a date/time issue with a one touch ultralink meter. The pt indicated that the alleged issue started on an unspecified date/time in (B) (6) 2009. At an unknown time after the alleged issue began, the pt claimed that she developed symptoms of feeling hot, sweaty, and disoriented. The pt also claimed that she fainted. As a result of the alleged issue, the pt also claimed that she received IV glucose treatment from emergency medical services (ems). It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, how the alleged date/time issue contributed to her symptoms, and if she was able to test before and after the symptoms developed. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, what actions she took before receiving the ems treatment, and if the paramedics tested the pt's blood glucose. The alleged issue was resolved with troubleshooting . However, the customer service representative (csr) noted that the alleged issue was recurring problem. Replacement products were sent to the pt. Based on the provided info at this time, it is unclear if the date/time issue affected the pt's ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the pt remains unclear. This complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after the date/time issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.